Event description:
Edwards received notification of a pascal in tricuspid procedure where during optimization of the third implant, the device became entangled with the second implant. In attempting to free from the implanted device, the second implant became detached from the septal leaflet resulting in an slda (single leaflet device attachment). The third implant was ultimately freed from the second without further issue. At this time, the third ace was removed, and another was prepped to attempt an implant next to the second to stabilize and reduce tr severity. A third device was successfully placed as intended, however due to tr severity still measured at severe. The third implant was aborted to work patient up for possible evoque. The patient final outcome was stable.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. B2: other serious - even though there was no reintervention the final mitral regurgitation reduction was impacted by the event. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve, addressing degenerative mitral regurgitation. Therefore, deployment in the tricuspid position is considered off-label.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h11. H6 investigation conclusions: adverse event related to procedure. The complaint for during optimization of the third implant, the device became entangled with the second implant. In attempting to free from the implanted device, the second implant became detached from the septal leaflet resulting in an slda was confirmed. Available information suggests interaction with previously implanted devices likely contributed to the event. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. There were no nonconformances related to the complaint event. Since no edwards defect was identified, corrective or preventative actions are not required.